Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report while using the liberty cycler had an issue with the kinexus gateway connection failure. The gateway is in use. After rebooting the cycler, the health check was successful. A serial agent was running. The patient is using a cellular gateway. The status led is solid green. A cell led is solid green; 2 of 4 cell strength leds are illuminated. The cycler was replaced. No patient involvement was reported. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient is continuing on pd therapy. The patient had not completed their treatment. The cycler is scheduled to be returned. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2141 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a brightness screen test and an rs232 connection check. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. Patient treatment data uploaded successfully through gateway. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.